Event description:
Infection was reported. It was reported that during the extraction of the lead, the anterior portion of the coronary sinus ostium was affected and created a fistula. The patient was taken to the or and the fistula was repaired. The lead was unable to be extracted. The surgeon cut the lead and intentionally occluded the coronary sinus. It was also reported that the surgeon noted a thin cellophane material adhered on the outside of the lead. No further patient complications were reported as a result of this event.

Event description:
Infection was reported. It was reported that during the extraction of the lead, the anterior portion of the coronary sinus ostium was affected and created a fistula. The patient was taken to the or and the fistula was repaired. The lead was unable to be extracted. The surgeon cut the lead and intentionally occluded the coronary sinus. It was also reported that the surgeon noted a thin cellophane material adhered on the outside of the lead. No further patient complications were reported as a result of this event. Follow-up conducted with the hcp indicated the lead required the extraction because of no capture. The lead was removed two months later when the entire system was extracted because of infection. Information was also obtained indicating an implant attempt of a second lead. There had been diaphragm stim or high thresholds and the lead could not be fixated. Placing it in the original vein was not successful as the vein appeared too small & occluded. That lead was not used.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected explant date (from 30dec2009 to 29oct2009).